Manufacturer narrative:
Product event summary: analysis found the programmer shut down when the rf (radio frequency) head cable was moved; the rf head cable insulation had a small puncture that caused programmer to shut down. Analysis also found the lower case had a broken handle and was in bad shape, the media bay door was damaged, the latch tab on power cord bay was broken, and the system fan was noisy.

Event description:
It was reported the programmer had been intermittently shutting down in midst of turning it on or doing a device check while in a session. It turned off and even after turning it off and turning it back on, it did not respond. After awhile it worked like there was no problem. The programmer was returned for repair. No patient complications have been reported as a result of this event.